Event description:
The physician successfully implanted a 2.25 mm diameter x 14mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a pt. Approx 3 days from the initial stent implantation, the pt presented with severe chest pain and st elevation on the EKG. It was reported that the stent had occluded with thrombus, even though the pt was on clopidogrel. The thrombus was successfully removed and the pt received a 3.0 mm diameter x 12mm length integrity rapid exchange (rx) bare metal stent. It was reported that this stent implantation was successful, however, the pt experienced declining cardiac function, and subsequently, pt death occurred. Reference MFR report number 9612164-2011-01038.

Manufacturer narrative:
(B)(4). Eval results: root cause for stent thrombus and death is undetermined as no device or procedural images were provided for review. Stent thrombosis and death.